Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013: the patient was pre-operatively diagnosed with c4 to c7 cervical stenosis and cervical radiculopathy and underwent the following procedure: c4-5, c5-6, c6-7 anterior cervical discectomy and fusion with machined allograft interbody spacers and anterior instrumentation from c4 to c7. As per op-notes, ¿ an 11mm lordotic machined allograft cortical interbody spacer was then filled with 1/6th of the sponge of rhbmp-2/ acs and then impacted into the disc space achieving a good fit. The exact same decompression, discectomy and interbody grafting was then performed at c5-6 and c6-7 except at these two levels the implants were 7 mm in height. Once the interbody grafting and decompressions were completed at all three levels, a globus providence plate 20 nun in height was secured with 16 nun screws, two at each level from c4 to c7. The retractors were then removed and hemostasis was achieved.¿ no intra-operative complications were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior cervical fusion surgery levels implanted: c4-c7 it was reported that, the patient underwent anterior cervical fusion surgery on the cervical region at levels c4-c7. The patient was implanted with rhbmp-2 and collagen sponge which was applied on cervical spine. The rhbmp-2 and collagen sponge was used to fuse more than one level of the spine. Post-op, the patient complained of increasingly severe low neck pain with radiculopathy into her upper extremities. Patient still continues to experience severe and unrelenting pain in her neck with radiculopathy into her upper extremities. She also experiences headaches and difficulty speaking, breathing and swallowing. Patient injuries prevented her from practicing daily life activities.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.